Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient began treatment with vancomycin (1 gram once in 4 days and route not reported), fortum (1 gram, frequency and route not reported) imipenem (250 milligram, twice in a day and route not reported) for peritonitis. Patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.